Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.